Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the device continuously rebooted by itself. In this state, the device would be inoperative. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec opened the device to perform an internal inspection and observed that internal flow transducer (ift) cable had become disconnected. Ventec then properly seated the ift cable which resolved the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was disconnected.